Manufacturer narrative:
Date sent to the FDA: 2/13/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017. It was reported that the patient experienced severe pain and chronic pain/discomfort, inflammation, dense adhesions, multiple adhesions to the mesh, edge of the mesh rolled up, mesh migration, small bowel obstruction and evisceration. No additional information was provided.